Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer reran quality control (qc), resulting out of range. The ccc was given permission to remotely connect. The ccc reviewed the data from the instrument. The ccc found imprecision for more than the time originally stated by the customer. The ccc found error messages for "aliquot probe drain overflow" and "air knife fail". A siemens' customer service engineer (cse) was dispatched to the customer's site. The cse performed a system check and mix test, resulting in range and without errors. The cse replaced the aliquot probe due to peeling and verified drain clean. The cse stated the customer cleared a clot and verified the drain was clear of further obstruction before their arrival. The cause of the discordant, falsely depressed glucose result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not released to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument, twice, resulting higher. The alternate instrument's repeat result was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose result.